Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the compressor power distribution printed circuit board (pcb), compressor power controller pcb and the compressor power supply. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during the transport of a patient, the compressor on a 980 ventilator shut down. The ventilator was then run on 100 % oxygen using e cylinder tanks. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.